Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from january 17, 2023 to january 20, 2023. H10: the actual device was returned for evaluation. A functional leak test was performed, and a very slow leak was observed coming out at the solvent-bonded junction of the tubing and the stressmember near the fill port area. The tubing outer diameter and stressmember inner diameter were found to be within specification. However, the tubing insertion depth was found to be slightly inadequate (slightly not deep enough) and therefore had caused the very slow leak. The reported condition was verified. The cause of the reported condition was inadequate tubing insertion depth due to manual assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked around the filling port. This occurred during filling with fluorouracil after the device was primed with saline. There was no patient involvement. No additional information is available.